Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a cracked case at the display window corners and minor scratches to the display window.

Event description:
The customer's mother reported via telephone call that the insulin pump was chipped away at the battery compartment. The blood glucose reading was 572 mg/dl. The customer was treated with the insulin pump and manual injection. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.